Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box showed evidence of multiple pump reboot events on (B)(6) 2015. The battery cap was able to fully tighten. There was a battery compartment crack observed below the grip pad. The display lens was cracked in a corner of the display lens. The pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. There was evidence of moisture contamination inside pump, on battery canister and motor flex connector. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.